Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as patient information was not provided. As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Midway through the case, the unit cracked. Another unit was required to continue the case. The device was thrown away, so lot number is unknown.